Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, it was suspected the patient¿s implantable neurostimulator (ins) overdischarged; it was noted, it was unknown what number overdischarge this was. A physician mode reset (pmr) was performed. The patient and his physician chose to explant the ins and replace it with a non-rechargeable ins. No patient symptoms were reported. Additional information has been requested.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial (B)(4), found that the ins battery capacity had reduced due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 71. The last recorded recharge session done while the device was implanted was on (B)(6) 2000. The device was recharged for 3 hours and 28 minutes. The battery charged from 3.455v to 3.800v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2000. A normal recharge started automatically after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 4 hours and 24 minutes from 2.825v to 3.995v.

Event description:
Additional information received reported that the patient had the non-rechargeable stimulator implanted on (B)(6) 2013. It was stated that the patient was doing well with her therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.